Event description:
It was reported that the pt was implanted an unk durom hip component on the left side on (B)(6) 2007. Additionally, it was reported that the pt was unable to bend or squat and had discomfort on left hip. Currently, the pt is being monitored due to pain.

Manufacturer narrative:
The manufacturer did not receive device, x-rays, or other source documents for review, as the pt is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. The cause for this specific event cannot be ascertained from the info provided, as the pt has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a notification in july 2008. Should additional info become available and/or the device (s) be returned for eval and an investigation result is available, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).